Manufacturer narrative:
Investigation of returned suspect fiber optic cable confirmed the cable was damaged. Visual inspection found the cables in the assembly were twisted. Investigation of returned suspect push/pull cable was unable to replicate the reported issue. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the reported optic fiber damage was the connection between the detector panel to the command processor. The fiber was tested and found to be fully functional. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that a broken fiber optic cable was discovered on the imaging system. There was no patient present when this issue was identified.